Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential causes of the reported issue. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, the patient having contraindicating conditions, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient may have picked at the incision which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient may have picked their incision and they will not see the physician in the office (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their bottom incision was slightly open and noted blood on their shirt. The patient was advised to apply an antibiotic ointment and cover the wound with a bandage for 7 days. The incision is healing. However, the patient has become non-compliant and will not see the physician in the office. The patient is fine and will monitor the wound.